Event description:
Customer reports, "fast flow occurred several times (about 6)." Infusion duration reported as, "3 to 5 hours instead of 20 to 24 hours." The 6 units reported contained either 5fu or cisplatin. It is not known how many of the 6 contained which drug. Of the units containing 5fu, the amount of 5fu was 125mg in saline to a total volume of 48ml. Report involved 3 different patient's customer reports, "all patient's are well." No patient injury or medical intervention reported.